Manufacturer narrative:
The referenced pump exchange in june 2018 was reported under medwatch MFR report #2916596-2018-02558. Approximate age of device ¿ 32 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had undergone a pump exchange in (B)(6) 2018 due to infection. Throughout the patient¿s post-op course, power spikes were observed. The healthcare team suspected pump thrombosis. On (B)(6) 2018 the patient underwent pump exchange from the heartmate ii to another manufacturer¿s device, heartware hvad. On (B)(6) 2018 the patient expired. The cause of expiration was reported as post-op complications of pump exchange and heart failure (hf).

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of heartmate ii lvas, serial number (B)(4). The pump was returned assembled with the driveline cut approximately 15.75 inches from the pump housing and the distal end was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump¿s outlet port. The outflow graft bend relief was returned over the outflow graft but detached from its hardware. The outflow graft bend relief collar was returned detached. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Examination of the pump upon disassembly revealed a flat, red, tissue-like thrombus formation present on the outlet section of the rotor. The formation was not adhered to the rotor, but areas of the thrombus were hard and denatured, which indicated that it was present while the pump was operating. The origin of the formation and duration of time for which it was present within the device could not be determined. Examination of the proximal side of the outlet stator revealed white, non-laminated depositions situated between the outlet bearing ball and the blades of the outlet stator. The lack of laminated layering suggested that the depositions did not form at this location. The origin of the depositions and duration of time for which they were present in the pump could not be conclusively determined. It should be noted that the outlet section of the rotor showed evidence of circumferential contact marks, which indicated that the depositions were present in the outlet stator and on the rotor for an extended amount of time while the pump was operating. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the reported elevations in pump power if they were present during those events. The reported power elevations could not be confirmed through this evaluation. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.